Event description:
It was reported that the patient had a fall at a playground and hit their head. The patient was seen at the implant center for device evaluation for a report of no sound. External equipment was replaced, however, the reported problem remained. Testing performed at the center confirmed that the device was no longer functioning. Revision surgery was scheduled. The patient was scheduled to be reimplanted with another clarion device.